Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical territory manager reported via phone call that the patient experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl. Customer reported that insulin pump was not on auto mode at the time of incidence. Customer did not provide treatment for low blood glucose level. The insulin pump will not be returned device for analysis.